Event description:
A user facility reported to olympus that an intermittent image occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The returned device was tested with multiple scopes and the reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the intermittent/flickering image could not be identified, nor could the phenomenon be reproduced/confirmed. Olympus will continue to monitor field performance for this device.